Manufacturer narrative:
Per the clinic, the patient was placed under a general anaesthetic (date not reported) in order to remove the abutment. During the procedure, excess skin was removed, and cautery was used. The implanted device remains.this report is submitted on (B)(6) 2021.

Manufacturer narrative:
This report is submitted on oct 13, 2021.

Event description:
Per the clinic, the patient developed an infection at abutment site and subsequently, was treated with oral and topical antibiotics (date and duration not reported). Additional information has been requested but it has not been made available as of the date of this report.